Manufacturer narrative:
The device was returned to olympus for inspection. The investigation identified the following malfunctions: there was noise in the image and error code 216; however, a root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: there was corrosion inside the connector. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device picture drops out with pressure on the distal tip.¿ there were no reports of patient harm.